Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer had a very long boot up time. The hard drive was reimaged and the software was reloaded. The 'double-beep' was unable to be confirmed, the main processor unit (mpu) was replaced as a preventative. It was also noted that the system fan was noisy. Product ID 2067 radiofrequency head.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer had a very long boot-up time and that occasionally it would emit the double-beep of programming tones, but the implanted device had not been programmed and no task or function had been selected. The programmer was returned for service. No patient complications have been reported as a result of this event.